Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the battery backup failed. When the perfusion system was unplugged from the wall, the unit died. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Evaluation is in progress but not yet concluded. The field service representative (fsr) replacement the suspect batteries on the perfusion system and competed to manufacture specifications and was returned to clinical use. The suspect batteries was returned to the manufacturer for further evaluation.